Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Lab evaluation ¿ n/a documents review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1986127 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1986127. As per the instructions for use, ifu0109-7 which informs the user about the potential adverse events "associated with bronchial endoscopy and gastrointestinal endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, death, discomfort, fever, hemorrhage, hypotension, infection, inflammation, nerve damage, pain, perforation, pneumoperitoneum, respiratory depression or arrest, sepsis, septicemia/bacteremia and tumor seeding¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review ¿ n/a root cause review a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. ¿perforation¿ which is detailed as one of the potential adverse events in the IFU would also cover ¿pneumomediastinum¿. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 05-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Customer comments, previous mail, they had a "pneumomediastinum" in one of the procedures/patients nevertheless they said they are not sure that this occurrence was because of the use of our needle. "As per cc form": negative feedback; doctor said they has a pneumomediastinum but she doesn't know if it was because of our needle. This was a comment from the doctor, but she was not sure at all why the adverse event happened. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.